Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) analyzed device data and found that the shock lead impedance was risen to greater than 125 ohms which was out of range. Ts discussed troubleshooting options including possible revision. No adverse patient effects were reported. Currently, this lead remains in service.